Event description:
The pt presented with an infection of the pocket incision line. The infection was staph epi. The valve was also implanted to shallow according to the report. The facility would like to revise the implant; however, the pt is reluctant to have another surgical procedure.